Event description:
Additional information received from the patient reported that she still did not have therapeutic benefit for her urinary incontinence. She would get the urge to run to the bathroom and by the time she would get there, her pad would be soaked. When she had a bowel movement, she felt like a sword coming through on the left hand side and it would hurt. She had mentioned this to her healthcare professional (hcp) and it got ignored. The patient did not feel stimulation. Sometimes after she had leaked, she would feel the tingling sensation. Right now she felt pressure like as if she was giving birth. Therapy was on and the situation was not resolved. The patient was walked through changing from program 2 at 5.6v to program 3 at 5.8v, which was felt in the correct area. She was going to monitor the symptoms now that the change was made and would follow up with the healthcare professional (hcp) if it did not resolve. The lack of the effect and pain on the left side while having a bowel movement had started since implant, (B)(6) 2016.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling shocking and painful stimulation. The patient would get shocked when going to the bathroom. Specifically, the shock went down the left side during a bowel movement. It felt like "giving birth to a baby." Her tailbone was "killing me," which was probably due to arthritis, and it would hurt to sit or lay down. The patient programmer (pp) confirmed that therapy was on. The patient was on program 1 at 7.6v. The patient would wet through her clothes at 7.6v. It was decreased to 6v, which felt like a bladder infection and burning, then to 5.4v, where the burning sensation was not so bad, then to 4.0v, where stimulation was felt comfortably. The overstimulation occurred since implant, on (B)(6) 2016. The patient wetted through her clothes yesterday, (B)(6) 2016. The patient later reported that the symptoms of wetting had not resolved. The stimulator was set on 4.4 and she needed to see someone to "reset it." The patient did not like wetting at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.